Event description:
We received an allegation about discrepant results for 5 patients' samples tested with bicarbonate liquid assay and 5 patients' samples tested with glucose hk gen.3 assay on a cobas c 503 analytical unit. Bicarbonate liquid: sample 1: initial result: 6.2 mmol/l. Repeat result: 35.4 mmol/l. Sample 2: initial result: 6.3 mmol/l. Repeat result: 22.2 mmol/l. Sample 3: initial result: 5.1 mmol/l. Repeat result: 20.0 mmol/l. Sample 4: initial result: 4.0 mmol/l. Repeat result: 24.8 mmol/l. Sample 5: initial result: 6.0 mmol/l. Repeat result: 28.8 mmol/l. Glucose: sample 6: initial result: 11 mg/dl. Repeat result: 116 mg/dl, and this result was deemed to be correct. Sample 7: initial result: 12 mg/dl. Repeat result: 113 mg/dl. Sample 8: initial result: 11 mg/dl. Repeat result: 118 mg/dl. Sample 9: initial result: 10 mg/dl.repeat result: 94 mg/dl. Sample 10: initial result: 9 mg/dl. Repeat result: 90 mg/dl. The samples were initially tested on a different analytical unit. The customer noticed that one of the initial results was low in values and repeated the samples. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number was 889120. The expiration date was not provided. The bicarbonate liquid reagent lot number and expiration date were not provided. The provided data were analyzed, and the field service engineer checked the instrument and found an issue with the sample probe. He replaced the sample probe. No further issues were reported after the service visit. The service action of replacing the sample probe resolved the issue. The cause of the event was due to an issue with the sample probe.